Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up / down knob was out of the standard value due to wear of the angle wire, the adhesive around the light guide lens was peeled, the adhesive around the objective lens was peeled, the objective lens had a crack, the protector of the universal cord on the scope connector side had a scratch, the universal cord had a scratch, the image guide protector had a scratch, the grip had a scratch, the control unit had discoloration, the scope cover plate was unclear, the mouthpiece was loose, the color ring had a crack, no water / air was fed due to the clogging of the nozzle, the adhesive on the bending section cover had a white-clouded area / crack / chip, the indication on the scope connector was peeled, and the connecting tube had a scratch. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair, the customer did not know what the foreign material may have been. There was no delay in the start of precleaning, the customer flushed the air / water nozzle with water and air, there were no abnormalities in the accessories used for reprocessing, the customer did not wipe or brush the air and water nozzle with clean lint-free cloths / brushes / sponges, and the air / water nozzle was flushed with the detergent solution. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had reduced angulation. There were no reports of patient harm. The device was returned and during the device evaluation the following reportable malfunction was found: nozzle contained foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "clogged foreign material in the nozzle¿" malfunction would likely be related to the reprocessing that was deviated from the instruction manual according to the obtained information. The event can be prevented by following the instructions for use which state: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where the following deviation from the instructions for use (IFU) was confirmed: the customer did not wipe or brush the air and water nozzle with clean lint-free cloths / brushes / sponges. Olympus will continue to monitor field performance for this device.